Event description:
It was reported that ongoing intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer addressed the issues by either reloading the cartridge or loading a new cartridge.